Event description:
We received an allegation of a questionable inr result for 1 patient tested with the doctor's office meter (serial number unknown) compared to the patient's coaguchek xs meter (serial number unknown). On (B)(6) 2022, 11:24 am, the patient meter result was 5.6 inr. On (B)(6) 2022, 02:22 pm, the patient meter result was 5.3 inr. On (B)(6) 2022, 02:25 am, the dr's meter result was 3.3 inr. On (B)(6) 2022, 02:34 am, the patient meter result was 5.5 inr. The patients therapeutic range is 2.0 inr-3.0 inr measured bi-weekly.

Manufacturer narrative:
Occupation is patient/consumer. The test trips were requested for investigation. The customer was sent replacement products. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."